Event description:
It was reported that during a device changeout for normal battery depletion, it was noted that the atrial lead insulation was worn. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945-58, implantable tachy lead, (B)(6) 2001. (B)(4).